Event description:
A report was received that the patients ipg caught on things and the physician believed that there might be internal damage. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Model: sc-11140, sn: (B)(4). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patients ipg caught on things and the physician believed that there might be internal damage. The patient underwent an ipg replacement procedure and was doing well postoperatively.